Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-11648. It was reported that the patient presented in clinic. It was found the patient exhibited bradycardia. Upon interrogation, it was found that the patient's pacemaker was not producing low voltage output to pace the heart at the programmed rate of 60 bpm. X-ray revealed that the patient's right ventricular lead lacked slack, and thus micro-dislodgement was suspected. During the scheduled revision procedure on (B)(6) 2020, it was found that the lead also sustained damage to the outer insulation. The pacemaker and lead were explanted and replaced. The patient was stable.